Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product has been reported under MFR number 3005751028-2020-00070. This report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined this product has been reported under MFR number 3005751028-2020-00070. This report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Unknown-unk liner-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02498.

Event description:
It was reported the patient underwent a revision surgery approximately 1-month post implantation due to unknown reasons. During the procedure the cup and liner was revised. Attempts have been made and additional information on the reported event is unavailable at this time.